Manufacturer narrative:
The device was not explanted.

Event description:
Additional information was received. Upon follow-up with the physician for patient's medical condition, the physician stated that the patient had been seen by several specialists at a medical center and the specialists believed the rash was unrelated to the dental surgery. No other information is available.

Manufacturer narrative:
The device was not explanted.

Event description:
It was reported that a patient experienced a rash on torso, legs, arms and scalp, which lasted for over 20 days after procedure. Reportedly, the patient was treated and underwent a guided bone regeneration procedure with biooss graft (from another manufacturer) and ossix plus. Patient had an extraction and was also placed on systemic clindamycin. The rash started after the clindamycin (the first antibiotic taken). On (B)(6) 2016, approximately 3 weeks post procedure, the patient returned for a follow-up visit with excellent healing in the surgical area, but a systemic rash, which was getting worse in the torso area. On (B)(6) 2016 the physician placed arestin 1mg minocycline microspheres. The patient saw a dermatologist for the rash and was placed on prednisone. A biopsy was done and ruled out pemphigus. The patient also developed colitis and is taking metronidazole. Patient is taking prednisone as well and has no other allergies. Patient is going to a medical center to complete medical evaluation and complete blood workup including evaluation of stevens-johnson syndrome.